Event description:
I'm 54, have type I diabetes. I use the dexcom g6 system (https://www.dexcom.com/g6-cgm-system) for tracking my blood sugars. The g6 sensors are marketed to last 10 days, but consistently they stop working after 7-9 days. I've recently also had many (6 within the last 3-4 months) sensors fail prior to the 10th day. Yesterday the sensor failed after 6 days. When the sensor fails, an error message is delivered to the dexcom app that states: "sensor error. Don't remove sensor. Temporary issue, wait up to 3 hours." After waiting three hours and checking my bs (blood sugar) manually, my sugar is all over the place due 10 insulin delivery from the pod (insulin delivery system). During the 3 hour wait period, the pod continues to deliver insulin hourly but cannot regulate since it does not have any data. After 3 hours, the sensor may begin working again but it is not consistent and will give "spotty" readings randomly that creates problems with the insulin delivery system and my blood sugars. If the sensor begins giving bs readings 10 the app, the reading will not transmit to the pod so even though a bs reading appears, it will not transmit 10 the insulin delivery device. My blood sugars become out of control and the insulin delivery is not accurate. The pod is deliver the regular basal amounts hourly and getting little or no communication from the sensor that reads the bs for hours at a time. This could be dangerous to some. Also, it is apparent that technology will fail but this is a regular event with the sensors over the last 6 months. The sensors are failing regularly within 7 to 9 days after insertion. Here is the last two months of documentation: insertion date 1: (B)(6) 2023; fail date: (B)(6) 2023. Expiration date (10th day) 10-15-2023. Insertion date 2: (B)(6) 2023; fail date: (B)(6) 2023. Expiration date (10th day) 12-02-2023. Insertion date 3: (B)(6) 2023; fail date: (B)(6) 2023*. Expiration date (10th day): 12/22/2023. (*completely failed (B)(6) 2023) (B)(6) 2023). Dexcom does replace the devices each time when you call and make a report with their customer service. However. The sensors lasted the full time until recently. I can only order sensors in 90 day shipments because of my insurance. However. Because of all of these issues I always run out of dexcom supplies well before I'm eligible to reorder. I am getting really tired of these problems, and controlling my blood sugars becomes significantly more difficult without my cgm. I think it's unfair that they market and sell g6 sensors as "10-day" units at sure an expense. The purpose of the sensor/cgm is to monitor bs in order to maintain a regular bs but with devices that are untrustworthy and not working at the amount of time stated, there are insurance coverage issues as well as problems with surprisingly low bs and extremely high bs. My bs was 340 before I was able to get home to change the sensor. Bs has been climbing during the 3 hour wait period which causes me to have to stop working to check and take my insulin while planning a trip home to change the sensor which takes an additional 1 hour. The whole process is anywhere from 4 to 8 hours without cgm readings for the pod due to the failure of the device. The device is failing regularly (every 7 to 9 days). My a1c will be strongly affected by the high blood sugars due to the sensor failures over the past 3 months. Reference reports: mw5149876, mw5149877, mw5149879, mw5149880, mw5149881.